Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the following instrument: fenestrated bipolar forceps (part #471205-17 / lot #k13210719-0314). A review of the site complaint history revealed that no complaints have been made against this fenestrated bipolar forceps instrument. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted nsm procedure, the patient experienced cellulitis and received a secondary procedure and medication to resolve. The cause of the post-operative complication(s) is unknown. There is no allegation that a malfunction of da vinci system, instrument, or accessory occurred.

Event description:
It was reported as part of a clinical study that after a da vinci-assisted nipple sparing mastectomy (nsm) procedure, the patient had serosanguineous discharge that was noted in both drains on post-operative day (pod) #1. Mild ecchymosis was noted on the right breast. Dry eschar was noted on the skin flap on the left breast. The surrounding areas were perfused and the patient was discharged home. On pod #12, during a plastic surgery visit, skin flap necrosis was noted on the left breast along with serosanguineous discharge from the drains. The tissue expanders (te) were not filled due to the necrosis. During a breast surgery follow-up visit that same day, partial thickness of skin flap necrosis resulting in epidermal sloughing was noted. Continued observation was advised. During a plastics visit on pod #27, erythema on the right breast was noted as well as drainage from drain sites despite the previous removal of the drains. Erythema on right breast around drain site was noted extending to the skin flap. The left breast was noted to have skin necrosis. The te's were not filled due to the left breast wound and right breast erythema. On pod #31, the patient presented to the plastics clinic with a fever, erythema, and discomfort despite being given triple antibiotic therapy. Erythema and warmth was noted on the left breast; no fluid collection noted. The patient was admitted to the hospital with a plan to irrigate and debride and start the patient on an IV of cefipime and dapto. On pod #32, debridement of subcutaneous tissue and removal of the te was performed in the right breast during a secondary procedure. On pod #1, following the secondary procedure, mild erythema was noted on the right breast with no fluid collection. On pod #2, the erythema was noted to have improved and the patient's pain had decreased. The patient was discharged home after an infectious disease consultation and ciprofloxacin and mupirocin ointment were provided on pod #2. On pod #14, the patient was advised to finish her antibiotics. The complications were reportedly resolved. The surgeon classified the skin flap event on the left breast as possibly related to the procedure and not related to a da vinci product. The surgeon classified the cellulitis the patient experienced as a serious adverse event that was probably related to the reconstruction procedure and not related to a da vinci product.